Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced palpitations and sent a remote transmission via merlin.net. Upon review, the patient¿s implantable cardioverter defibrillator exhibited backup operation. The patient was brought into the clinic and the patient¿s device was restored. The patient was stable.